Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
End user's father claims that a bolt was discovered missing from the backrest when the chair was tilted. The end user lives in a facility where the staff has been noted for mishandling the chair, which has a history of missing/loose hardware and brake malfunctions.